Event description:
Event description cpi received information that a patient with this implantable pulse generator (ipg) was experiencing periods of syncope and was admitted to the hospital. The physician was unable to establish telemetry with the ipg and elected to explant the device. A new model 1230 was successfully implanted.

Manufacturer narrative:
Event conclusion: the reason for return was confirmed. Upon receipt at cpi, the device exhibited no telemetry. In addition to the telemetry problem, the device also had no output. The device continued to exhibit the telemetry and output problems after the device casing was removed and an external power source was attached. The cause of the telemetry and output problems was traced to a high current drain in the integrated circuit chip carrier. The exact cause of the high current, however, could not be determined.